Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000823, lot/serial #: (B)(6) h3) the computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The mobile view station (mvs) server failed bench test. The imaging system application and os loaded successfully. Visual inspection confirmed that the hard drive d:1 and c:1 was not seated correctly. Drives were reseated and rebooted. The imaging system application and os failed to load. Raid volumes bootable hard drives confirmed degraded. "An error has occurred that may have damaged the system's integrity." Message was shown. Drives were verified and mvs function as expected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon waited little less than an hour before he made the decision to abort the surgery. An incision and anesthesia had been administered. The surgery was rescheduled.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000823, lot/serial #: unknown. The manufacturer representative went to the site to test the imaging system. The mobile view station (mvs) computer was replaced and the system functions were checked. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a deep brain stimulation (dbs) procedure. It was reported that the mobile view station (mvs) was not fully booting. It showed a message stating "starting windows" but it never started. The dbs surgery had to be cancelled and imaging was aborted. Troubleshooting was performed by restarting the mvs but that did not solve the issue. The next step was to replace the mvs computer. There was no delay to the case. No impact on patient outcome.